Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
No patient involved. Device switches on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was carried out. The sam 300p passed ¿out qat from heartsine technologies on the 23rd february 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification to the (B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. The device was still in fault mode on the (B)(6) 2013 information from history log shows an increase in voltage which suggests that a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to the (B)(6) 2017. Between the (B)(6) 2017 and the (B)(6) 2017 the device records two manual power ons of 10 minute duration alongside multiple manual power ons mainly of under 1 minute duration. The pad-pak was removed. These multiple manual power ons may indicate that the user was regularly power cycling the device or the beginnings of membrane failure. The pad-pak was reinstalled on the (B)(6) 2017 and passed an auto self-test. There were no further log entries recorded. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. After further investigation the reported fault was found to be due to membrane failure. In this case, the random nature of the events stored in the memory, the 10-minute time outs and the measurements taken during the course of the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Event description:
No patient involved. Device switches on automatically.